Event description:
Complainant alleged that during biomed testing, the device inappropriately powered on to the system configuration settings menu. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to the front panel membrane.